Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient presented with toxic anterior segment syndrome (tass). The patient was prescribed medication and has recovered. The aetiology of tass may be multi-factorial with numerous potential causes including but not limited to; bacterial endotoxins or particulate contamination of balanced salt solutions, intraocular irrigating solutions with abnormal ph, osmolarity or ionic composition, denatured ophthalmic viscosurgical devices (ovd), intraocular medications (antibiotics in the irrigation solutions or intracameral antibiotics),topical ointments, inadequate sterilization of surgical instruments and tubing, inadequate flushing of instruments between cases resulting in build-up of ophthalmic viscosurgical devices (ovd),preservative and metallic precipitate. Every batch of iols manufactured by rayner are tested for endotoxin and bioburden prior to release for sale. Rayner's endotoxin acceptable tolerances are derived from bs en iso11979-08 (2017) ophthalmic implants - intraocular lenses part 8 fundamental requirements. We have set our own limits for bioburden as there is no standard that prescribes acceptable limits. Endotoxin and bioburden results were within their respective limits. A rayner microbiological cause for the onset of post-operative tass is therefore extremely unlikely. Our review of production records for the sulcoflex toric 710t batch 064238320 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the sulcoflex toric 710t batch 064238320.

Event description:
On (B)(6) 2024, rayner received notification from its distributor in the netherlands of an event that occurred following implantation of a sulcoflex toric 710t. The event description provided states that post-operatively the patient presented with toxic anterior segment syndrome (tass).